Event description:
Surgeon attempted to implant cochlear device into right ear. Noted that electrodes keep pulling on themselves, electrodes fold onto themselves, and could not be inserted into the cochlea. Device removed. Surgeon successfully implanted a second device into right ear. For left ear, the same issue occurred when attempted to implant cochlear device. This device was removed. Surgeon successfully implanted another device into left ear.